Event description:
Hip revision surgery performed on (B)(6), 2021, due to patient experiencing pain and discomfort. It was reported patient felt psoas pain at times. According to the complaint source, patient had a hematoma post-operatively of primary surgery (performed on (B)(6), 2017). It was reported then a fluid collection, no infection. Since then, she has had pain, discomfort, and complained of leg longer. It was reported that when the opposite side was done, the patient started feeling this side much better (date of surgery unknown). It was reported that according to the surgeon operating the revision, the delta-tt acetabular cup ø50 mm (product code 5552.15.500, lot #1616814 - ster. 1700027) is too large and retroverted, impinging anteriorly. The following components were explanted: · delta-tt acetab.cup ø50 mm (product code 5552.15.500, lot #1616814 - ster. 1700027) · femoral modular head - s ø32mm (product code 5010.09.321, lot #1506675 - ster. 1500224) · delta protruded liner øint 32mm #m (product code 5886.51.158, lot #1616689 - ster.1700018). The explanted components were replaced with competitor's ones. The stem was left in situ. According to the surgeon operating the revision, the stem was well fixed, but surgeon noted it to be 0-5 degrees retroverted. Patient is a female. Event occurred in new zealand.

Manufacturer narrative:
By checking the manufacturing charts of the involved lot #1616814, no pre-existing anomaly was found on a total of (B)(4) manufactured with the same lot #. According to our records, at least (B)(4) acetabular cups with lot #1616814 - ster. 1700027 have been implanted and this is the only complaint received on this lot #. Explants analysis: the items involved were not available to be returned to limacorporate for further analysis. X-rays analysis: limacorporate received a total of two x-rays referring to pre-operative revision surgery. The x-rays received - exact date not known - have been evaluated by a medical consultant. Following, the medical consultant comments: "I believe looking at the pre-op xrays together with your report there is a reasonable explanation for ongoing pain. When saying there has been some impingement due to misplacement of the cup it may be expected that the repeated contact between cup and neck has created some metal wear, leading to local fluid collection and inflammation. The wear also has initiated some osteolysis of the bone, as may be visualized on the x-ray. CT- scan should disclose the amount of bone-loss. Cup and stem appear well fixed. If still available, the explanted cup should show the respective marks on the distal edge. I would suspect there will also be some damage at the neck of the stem, possibly leading to failure in the future. Please note, that the site hopefully has been cleaned from all metal debris, otherwise some pain may be found even after revision". Considering that: · check of the manufacturing charts highlighted no anomalies on the total number of components manufactured with lot #1616814; · according to the surgeon responsible for this conversion surgery (different from the one responsible for the first revision surgery), the acetabular cup was too large and retroverted, so that it impinged anteriorly; · according to the medical consultant "the repeated contact between cup and neck has created some metal wear, leading to local fluid collection and inflammation. The wear also has initiated some osteolysis of the bone"; we can state that the event was surgical-factor related. Pms data: according to limacorporate pms data, revision rate of delta tt acetabular cups - belonging to the family codes 5552.15.xxx - due to pain is (B)(4). Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a final MDR.

Manufacturer narrative:
By checking the manufacturing charts of lot #1616814, no anomalies were detected on the products manufactured with the same lot #. This is the first and only complain received on this lot #. We will submit a final MDR once the investigation will be completed.

Event description:
Hip revision surgery performed on (B)(6) 2021, due to patient experiencing pain and discomfort. According to the complaint source, patient had a haematoma post-operatively of primary surgery (performed on (B)(6) 2017). Since then, she has had pain, discomfort, and complained of leg longer. It was reported that according to the surgeon operating the revision, the delta-tt acetabular cup ø50 mm (product code 5552.15.500, lot #1616814 - ster. 1700027) is too large and retroverted, impinging anteriorly. The following components were explanted: delta-tt acetab.cup ø50 mm (product code 5552.15.500, lot #1616814 - ster. 1700027); femoral modular head - s ø32mm (product code 5010.09.321, lot #1506675 - ster. 1500224); delta protruded liner øint 32mm #m (product code 5886.51.158, lot #1616689 - ster.1700018); the explanted components were replaced with competitor's ones. The stem was left in situ. Patient is a female. Event occurred in (B)(6).